Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle fell off the suture. They tried another suture with the same lot number and again the needle fell off the suture. They had 2 defective sutures and they also had a box that has not been opened yet. They got another device to resolve the issue. Patient status was unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty five devices, sealed and two opened. The visual inspection and functional evaluation of the returned samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.